Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 5 events were reported for this quarter. Product return status 3 devices were not available for evaluation. 1 device was evaluated using data provided by the user or a third party. 1 device investigation type has not yet been determined. Additional information 5 devices were labeled for single-use. 5 devices were not reprocessed or reused.

Event description:
This report summarizes 5 malfunction events in which the device was reportedly contaminated during manufacture or shipping. - 2 events had the problem identified during a non-clinical procedure. -there was no patient involvement. - 3 events had the problem identified before clinical use/exposure. -there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h11 5 previously reported events are included in this follow-up record. Product return status 4 devices were not available for evaluation. 1 device was evaluated using data provided by the user or a third party.

Event description:
This report summarizes 5 malfunction events in which the device was reportedly contaminated during manufacture or shipping. - 2 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 3 events had the problem identified before clinical use/exposure; there was no patient involvement.